Manufacturer narrative:
(B)(4). Representative samples were returned for analysis. During visual inspection of the samples, evaluation, the package, swage and attachment area were as expected. The test for diameter, length, strength and pull test and fully meets the material specification. According to the sample condition, no damage product, breakage suture or pull off suture needle and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(4) 2018. It was reported that a patient underwent a dermolipectomy procedure on (B)(4) 2018 and suture was used. It was reported that the needle pulled off and the suture had breakage. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify what the quality issue was with code nm114. Clarify how many sutures had this issue during this one procedure.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the needle pulled off and the suture had breakage. No adverse patient consequences were reported. Additional information has been requested.